Manufacturer narrative:
Consumer did not read the instructions and reported experiencing burning and redness in her right eye the morning after using the solution overnight in a flat lens case. Patient states that the injury was like a chemical burn or corneal scratch. Patient acknowledges that she did not use the special lens case with neutralizing disc that was provided. Patient visited doctor and was diagnosed with corrosion of cornea and conjuctival sac of right eye. Patient was prescribed to use maxitrol ophthalmic solution. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and signs reported are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. The doctor reported that there is no residual scar and there is no permanent decrease in visual acuity. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer did not read the instructions and reported experiencing burning and redness in her right eye the morning after using the solution overnight in a flat lens case. Patient states that the injury was like a chemical burn or corneal scratch. Patient acknowledges that she did not use the special lens case with neutralizing disc that was provided. Patient visited doctor and was diagnosed with corrosion of cornea and conjuctival sac of right eye. Patient was prescribed to use maxitrol ophthalmic solution every 2 hours for two days and then 4 times a day for 2 days. Patient recovered with treatment. Injury did not penetrate bowman's membrane. There is no residual scar and there is no permanent decrease in visual acuity. Doctor confirmed that the patient did not use the correct lens case; doctor attributed the event to the product due to the fact that the consumer used the product incorrectly.